Event description:
Hcp reported the pt presented to the e.r. In 2004 very lethargic. The pt was given narcan. The hcp believes the event had "nothing to do with the pump." The pt had not decreased their oral intake of medication as directed. The pt is reported to be doing fine.